Event description:
On (B)(6) 2012, it was reported that the pt's infusion device had displayed e8 (power interrupt). The pt's father was advised to change the battery cover was changed, but it then began to shut off w/o warning. The pt's father stated that the issue had been ongoing for nine days and he was changing the battery in the device every three days. He stated that the device was not displaying any error or alert message before shutting down and at one point his son went w/o insulin for three hrs because the were unaware that the device had shut down. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The ir interface is defective. Due to an internal defect of the ir transceiver the power consumption of the insulin pump increased. Therefore the communication with the computer and the data transfer from the pump is not possible anymore.